Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3080, lot# l5185, implanted: (B)(6) 1998, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. This date is an approximation.

Event description:
The patient reported that their implantable neurostimulator (ins) was replaced due to normal battery depletion. It was indicated that they found a crack in the wire near (B)(6) 2012 or maybe a month before then. They also mentioned that they felt a shock near their tailbone and experienced pain/soreness around this same timeframe. There were no further complications reported as a result of this event. The indication for use was urinary incontinence/sacral nerve stimulation.